Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram needs to be replaced. The customer will have a third party repair the system. The customer canceled the service call.